Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a damaged plunger clamp in the problem area. The plunger clamp was replaced. The ko and k1, tip pick-up positions, the k2 and k3, tip height to primary rack and secondary rack positions, and the k4, reagent tip height position, were adjusted. The tip wiping assembly and k5, wash station positions, were adjusted. The instrument was tested without further problem and returned to service.